Event description:
Event description cpi has received information that this implantable pulse generator (ipg) is exhibiting the elective replacement past (erp) indicator and it can not be cleared. The ipg is also exhibiting a magnet rate that indicates premature battery depletion. The ipg is scheduled for explant.